Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the clip did not deploy because it deployed prematurely. Additionally, it's likely the clip was felt to be stuck in the sheath without reopening because it deployed prematurely. As for the device deploying prematurely, it¿s probable this event occurred because the hook width was near the upper limit. As a results, if the clearance is too narrow, the clip arm will float against the hook and opening and closing the clip arm with a narrow clearance may cause the device to"deploy prematurely" by getting caught at the rear end of the clip pipe. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿operation of this instrument is based on the assumption that open surgery is possible as an emergency measure if the clip cannot be detached from the instrument or if any other unexpected circumstance takes place. In this case, refer to chapter 14, ¿emergency treatment¿. Do not withdraw the instrument forcibly or change the angulation of the endoscope when the clip is grasping the tissue and is not released. Doing so may tear tissue inside the body cavity, resulting in patient injury, such as perforation, bleeding, or mucous membrane damage. Do not angulate the bending section of the endoscope or withdraw the instrument from the endoscope while the clip is grasping the tissue before being released. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. Do not try to forcibly withdraw the instrument from the endoscope if the clip cannot be detached from the instrument. Forcibly withdrawing the instrument could cause patient injury such as perforation, bleeding, or mucous membrane damage. Should the slightest irregularity and/or breakage of the parts be suspected, withdraw the instrument from the endoscope immediately according to the steps of ¿withdrawing the instrument from the endoscope¿ on page 10. Otherwise, perforation, bleeding, or mucous membrane damage may result.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report couldn¿t be confirmed. A visual inspection on the received condition and was unable to test the physical device due to the clip from the distal end on the sheath is missing (see attached picture); clip was not returned for evaluation. There was no sign of damages/kinks/dents found with the coil sheath. There were no other physical abnormalities noted during the visual inspection. The device¿s clip functionality was performing as expected. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
Additional information was received from the initial reporter confirming that the patient¿s condition was not impacted by this event. The customer went on to report that the procedure in question was a colonoscopy and was successfully completed using another clip. Reportedly, there was a 1-minute delay with the patient under anesthesia. No other devices were connected to the subject device and no additional interventions were required.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus single-use repositionable clip experienced an out of box failure. According to the initial reporter, the clip would not deploy during a therapeutic procedure. Reportedly, another clip was used to continue the procedure. There was not report of patient harm as a result of this event.